Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 7753500, 510k #k082728 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: subluxation of c1/2 type of procedure: c1 latch: lateral mass screw (notch), c1/2 fusion of c2 pedicle screw, bone graft, decompression levels implanted: c1/2 it was reported that intra-op, head of the set screw of mas crosslink broke. It was planned to place mas crosslink at the head of left and right of c2 pedicle screw. During tightening of locking screw at right side of c2, the head of the set screw broke and could not be placed and could not be removed either. Then, a new mas crosslink set screw was placed on the right of c1, and mas crosslink was placed like a cross tie (on right of c1 and left of c2). There was a delay of less than 60 min in overall procedure time as a result of this event. The broken head part was taken out from the patient body. There were no patient symptoms or complications as a result of this event.